Event description:
The patient's legal guardian reported that when removing the op5 controller from the charger, the back cover was pushed off, and there was a bulge underneath, which appeared to be a swollen battery. The legal guardian attempted to push the cover back onto the device; however, it would not stay secure. The controller was reported to be functioning normally, and the patient's blood sugar level was stable. No medical attention was required. The patient was provided with a replacement controller.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.